Event description:
It was reported the patient experienced ineffective therapy after a fall. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.